Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (can comm timeout / abnormal shutdown / service code 204) has been confirmed. Upon eval, the belt connector on the monitor was not properly latching an electrode belt. The cause for the can comme timeout flags / abnormal shutdown flags / service code 204 is a disruption in communication between the monitor and belt. The cause for the disruption in communication is the defective electrode belt receptacle. The root cause fro the receptacle cannot be positively identified. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.

Event description:
Zoll customer support contacted a (B)(6) male pt to replace his monitor. The pt's download revealed excessive can comm timeout flags, three abnormal shutdown flags, and two service code 204 flags. The pt was issued a replacement monitor.